Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant procedure, the physician repositioned the right ventricular (rv) lead and the left ventricular (lv) lead dislodged. The physician could not regain access to the coronary sinus so the lv lead was explanted and will be replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.